Event description:
Patient's et tube size 8 had a cuff leak. This leak was attempted to be fixed by a cuff leak repair kit. This didn't help so the et tube was exchanged via bougie. The replacement size 8.0 ett cuff wouldn't hold air, so it then had to also be exchanged with another size 8.0 ett via bougie. It appears there is a slight separation where the cuff meets the tube. Pt code: 4582. Device codes: 2946, 1562. Ref report: mw5178473.